Manufacturer narrative:
The malfunction was duplicated and attributed to a faulty transistor on the main board. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.